Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that in primary surgery while using the tritanium pressfit patella clamp the clamp broke when closed down. The procedure was completed successfully with no impact to the patient.

Manufacturer narrative:
An event regarding fracture involving a triathlon patella inserter was reported. The event was confirmed. The lower arm of the patella inserter fractured at the weld. A material analysis has been performed. The report concluded: ¿the origin of this fracture exhibited a zone of lack of fusion. Microstructural examination of the weld and base material indicated that a type of embrittlement caused by high interpass temperatures may have been the cause of the catastrophic failure. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The investigation concluded that the reported fracture was caused by the presence of an area of embrittlement of the base material near the weld. Microstructural examination of the weld and base material indicated that the embrittlement was likely caused by high interpass temperatures.

Event description:
It was reported that in primary surgery while using the tritanium pressfit patella clamp the clamp broke when closed down. The procedure was completed successfully with no impact to the patient.